Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received for analysis, the definitive root cause of the water filter replacement issue could not be determined. It is possible that the user did not carefully read the instructions manual, which may have led to user mismanagement of the water filter replacement. The user was advised that the instructions manual indicates that the filters must be replaced at least once every six years. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿7.2 replacing the water filter (maj-824). Replace the water filter at least once a month to prevent contamination of the rinse water. Note: using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, it was noted, the water filter of the endoscope reprocessor was not replaced for a long period of time (about a year). There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the water filter (model: maj-824).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.